Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 52mm psl cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Patient complained of pain, implant loosening per surgeon - right hip.

Manufacturer narrative:
An event regarding a trident shell loosening was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: no patient medical records were available for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient complained of pain, implant loosening per surgeon - right hip.